Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s parent reported the transmitter was not pairing with the sensor on (B)(6) 2022. A new sensor was inserted and after the 2-hour warm-up, he received a ¿transmitter not found¿. The patient felt lightheaded and started to black out. As the patient does not have a glucometer, his parent took him to the hospital for evaluation. The patient¿s bg was 30 mg/dl upon arrival and was treated with glucose to increase his blood glucose. The patient was admitted to the hospital. At the time of the report, the patient remained hospitalized. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.